Event description:
Event description boston scientific crm received information that this boxed implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring battery voltage of 3.15 volts. The field reported that this device had been removed from storage mode at an undetermined time, and that patient information had been entered into the memory of the device. A boston scientific crm technical services (ts) consultant recommended returning the device.